Manufacturer narrative:
PMA/510(k) # p100022/s014 device evaluation the zisv6-35-125-6.0-80-ptx device of lot number c2064463 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4) which captures the event for the advance 35 lp low profile balloon catheter device. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 24th april 2024. On evaluation of the device the following was noted: visual inspection red safety button returned not depressed bend observed along delivery system approximately between 13 cm and 18 cm from the distal tip functional inspection: device flushes with no issue 0.035" wire guide passes through device with no issue stent deployed with no issue document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label there is evidence to suggest that the customer did not follow the instructions for use. From the information available, it is known that the physician was unable to pass the delivery system through the calcified area. Balloon dilatation catheter did pass, however it failed to dilate the lesion. The japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It states the following: ¿contraindications / prohibitions (3) patients in which cannot achieve proper placement of delivery system and/or gain sufficient pre-dilatation due to severe tortuosity and/or calcification exists in lesion or proximal vessel. [Can result in insufficient expansion or unsuccessful placement]¿ the japanese packaging insert also states: ¿(2) to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion.¿ from the information available, it is known that at 0.014¿ wire guide was used. Image review. An image was not returned for evaluation. Root cause analysis a definitive root cause of off label use was determined from the investigation. From the information available, it is known that the physician was unable to pass the delivery system through the calcified area. Balloon dilatation catheter did pass, however it failed to dilate the lesion. As previously stated, the device is contraindicated for use in patients in which cannot achieve proper placement of delivery system and/or gain sufficient pre-dilatation due to severe tortuosity and/or calcification exists in lesion or proximal vessel. This is deemed off label use per input from medical affairs and confirmed per input from product manager. It may be noted that the bend observed along delivery system in the laboratory evaluation was likely due to off label use or user error. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. As per d00213689, rev006, off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. From the information available, it is also known that at 0.014¿ wire guide was used. The japanese packaging insert indicates that a 0.89mm (0.035 inch) guide wire should be used to provide adequate support to the device. As per engineering input ¿it's possible that use of a small wire guide contributed to this issue ¿. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary: according to the initial reporter, an approach was made contralaterally from the inguinal region for a highly calcified cto in the shallow femoral artery. The lesion was severely calcified and pta5-35-80-4-4.0 did not pass. Boston scientific/coyote balloon dilatation catheter did pass, however it failed to dilate the lesion. It was decided to dilate the lesion after placing zisv6-35-125-6.0-80-ptx, and ptx was advanced, however it did not pass through to the target site. During this time, the blood flow stopped, so the procedure was changed to f-p bypass and completed. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, no adverse effect on the patient has been reported. Investigation findings conclude that a definitive root cause of off label use was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician was unable to pass the delivery system through the calcified area. Balloon dilatation catheter did pass, however it failed to dilate the lesion. As previously stated, the device is contraindicated for use in patients in which cannot achieve proper placement of delivery system and/or gain sufficient pre-dilatation due to severe tortuosity and/or calcification exists in lesion or proximal vessel. As previously stated, the japanese packaging insert states that the device is contraindicated for use in ¿patients in which cannot achieve proper placement of delivery system and/or gain sufficient pre-dilatation due to severe tortuosity and/or calcification exists in lesion or proximal vessel ". Complaints of this nature will continue to be monitored for potential similar events

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2024

Manufacturer narrative:
PMA/510(k) # p100022/s014 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An approach was made contralaterally from the inguinal region for a highly calcified cto in the shallow femoral artery. The lesion was severely calcified and pta5-35-80-4-4.0 did not pass. Boston scientific/coyote balloon dilatation catheter did pass, however it failed to dilate the lesion. It was decided to dilate the lesion after placing zisv6-35-125-6.0-80-ptx, and ptx was advanced, however it did not pass through to the target site. During this time, the blood flow stopped, so the procedure was changed to f-p bypass and completed. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: 4-1 are images of the device of procedure available? (Unknown) 4-2 was the approach ipsilateral or contralateral? (Contralateral) 4-3 if contralateral, was the bifurcation angle tight? No 4-4 was pre-dilation performed ahead of placement of the stent? No pre-dilation was performed but failed to dilate. 4-5 was post-dilation performed after the placement of the stent? 4-6 details of the wire guide used (name, diameter, hyrdophyllic)? Asahi intecc/gladius (the physician wanted to change to 0.035 inch but he could not.) 4-7 details of access sheath used (name, fr size, length)? Terumo/destination 6fr 45 4-8 was the device flushed before the procedure, as per IFU yes 4-9 what was the target location for the stent? Sfa mid 4-10 was the patient's anatomy tortuous or calcified? (Tortuosity:no coalification:yes) 4-11 was resistance encountered when advancing the wire guide or delivery system to the target location? Unable to pass through 4-12 how did the physician deal with this resistance? Unable to pass through 4-13 did the stent delivery system cross the target location? No.